Event description:
Report received from the USA stating that the device had hose damage. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).